Manufacturer narrative:
The lens was returned for evaluation. Visual inspection found one haptic bent. A review of the device history record (DHR), did not find any non-conformities or anomalies related to this event. Additional information was requested, but not received. Based on the available information, the cause of vitrectomy is unclear and can not be traced to the device.

Event description:
It was reported that due to unknown reasons, the lens was removed and replaced intra-operatively and a vitrectomy was performed. There were no sutures, and incision was not enlarged. Additional information has been requested, but not received.